Event description:
It was reported there was significant unraveling, fraying and retained guidewire while attempting to insert a central venous catheter. Patient underwent three procedures to remove retained wire.

Manufacturer narrative:
Changed/additional information added. G7 type of report - follow-up. H3 device evaluated by manufacturer - yes, evaluation summary attached. H10 investigation report reads as follows: review of the returned sample confirmed the guidewire had unraveled. Unfortunately, the sample was unable to be safely decontaminated, preventing further examination. Review of the production records for both the complaint kit and the guidewire dispenser assembly found production or quality control personnel note no non-conformance during first article, in process, or case packaging inspections. Cannot determine cause w/received sample.

Manufacturer narrative:
It was reported a central venous catheter was attempted to be placed on (B)(6) 2020. It was reported, "once the catheter was able to be put in place the guidewire no longer would easily move within the catheter. The entire catheter and guidewire together were attempted to be removed." Reporter states, "it was at this time I felt some fraying of the guidewire." It was reported an ultrasound was used to assess the neck area and approximately 3 cm of retained guidewire was visualized. The reporter state's a surgeon attempted to remove the guidewire at the patient's bedside and in the operating room however, was unsuccessful. Patient was transferred to another facility, where patient underwent a third procedure to remove the guidewire. Reporters states the patient was discharged to the community on (B)(6) 2020 from the second facility. The sample has been returned for evaluation. However, evaluation has not been completed at this time. There is no further information. Due to the reported nature of the incident, medical intervention, and in an abundance of caution, this medwatch is filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported there was significant unraveling, fraying and retained guidewire while attempting to insert a central venous catheter. Patient underwent three procedures to remove retained wire.